Event description:
Patient reported the day after injection with unspecified juvederm in the "lines around the mouth" and the area "right below the lines around the mouth", they developed canker sores that covered the entire bottom lip and extended into the back of the mouth; the patient further elaborated saying the affected areas were covered with white/purple dots. Patient stated that they do have a history of canker sores but nothing as extensive as described above. Additionally, the patient mentioned that their "whole face became swollen". One day after the appearance of the canker sores the patient developed bronchitis, which the patient indicated was not product related. Patient was assessed by a healthcare professional, not the injecting healthcare professional, who prescribed benadryl, (B)(6) mouth rinse, and steroids. The patient stated that symptoms have significantly improved and the canker sores are "much, much smaller". The patient has not been back to see the injecting healthcare professional since the injection as the office is far away from the patient's location.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The event of "canker sores", "white/purple dots" and "swollen" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. The following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trails; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse evens were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.